Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to patient reports of tinnitus. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient as of the date of this report, (B)(6), 2011.